Event description:
Doctor attempted laser lead extraction to open mediastomy to repair right atrium and svc (superior vena cava) junction perforation. Removal of aicd lead due to the fractured lead was removed from open procedure and temp pacing wires.